Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with customer information technology (it) and confirmed that the issue was resolved by updating servers, and no further investigation was required. Further the station was backed up and operational then the nurse was able to login without any issues. Good faith attempts were made to confirm the asset and no responses received from the field service engineer (fse) and the fse manager. Additional information would be added to the record if and when the information was received. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had black screen and went offline on remote support service. Customer had already performed a reboot and ensured the power cable was plugged in, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.